Event description:
Per information provided: (B)(6) 2001 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, "an incision was made in the left groin, a perfix plug (device 1) was placed using prolene sutures." (B)(6) 2002 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 2) and umbilical hernia repair with marlex mesh. Per op notes, "an incision was made in the left groin, the previous mesh plug (device 1) was found and placed an another perfix plug (device 2). Attention to the umbilicus, the umbilicus was repaired with unknown marlex mesh." (B)(6) 2002 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device 3). Per op notes, "an incision was made in the old wound, and dissection was carried out. A bard flat mesh (device 3) was placed." (Note: the previously placed perfix plug (device 2) was not seen during this procedure). (B)(6) 2002 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair the implant of synthetic mesh. Per op notes, "a synthetic mesh was placed." (B)(6) 2003 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with the implant of synthetic mesh. Per op notes, "a synthetic mesh was placed."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device 3). Additional supplemental emdr and emdr were submitted to represent the bard perfix plug (device 1 & device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.